Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device is pending return.a full evaluation will be performed and a supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a transition cord broke in an anterior tethering construct post-operatively requiring revision surgery.